Event description:
It was reported that revision surgery was performed due to pain, elevated metal ion levels and a soft tissue reaction. The patient reported that following implantation the left hip was never 100% comfortable and has always had some degree of discomfort and pain.